Manufacturer narrative:
The device was manufactured on 2/9/2009 and has no repair history at zimmer surgical since (B)(4) 2011. Investigation revealed the device operated within motor speed specifications. There was damage to the 1", 2" and 3" width plates along with the neck. Prior to repair, the device was outside calibration specifications at the zero and 0.0200" thickness settings. Repair of the device included replacement of the 1", 2" and 3" width plates, neck and standard repair parts. Post repair analysis revealed corrosion to the motor sleeve. The reported event was not reproduced during testing and a cause cannot be determined. There is no info regarding the user technique; however, improper user technique can lead to undesirable harvesting results. It should be noted that moisture accumulation within the handpiece can lead to corrosion to and malfunction of internal components. Additionally, per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer.

Event description:
It was initially reported that the handpiece was jumping while in use. Additional clinical info determined that the issue occurred during surgery and there was a pt injury/harm reported. There was an impact to the initial graft harvest and an additional unplanned graft was required to complete the surgery. An alternate device was retrieved and used to complete the surgery with a delay of approximately 1-15 minutes, while the pt was under anesthesia.